Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the patient experienced hypotension and successfully treated per the IFU due to a suspected polymer leak was not confirmed with the medical records and imaging available for review. This event is most likely a combination of user, anatomy and device related due to the following contributing factors; user related as the physician coiled the right internal artery due to a common iliac aneurysm prior to implanting the ovation ix abdominal aortic aneurysm stent (outside the indications of use, off-label), anatomy related as the right common iliac artery was aneurysmal at 36mm and off IFU (should be 8-25mm), and device related as defined in fs-0012. As identified in fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with this fsn, this is the most likely cause associated with this event. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent, and presented with abdominal pain and high blood pressure; off-label procedure due to emergent use of an ovation device. During the initial implant procedure, the physician coiled the right internal artery due to a common iliac aneurysm (off-label), then introduced the ovation ix main body. Approximately two (2) minutes post polymer injection, the proximal sealing rings were less visible and the patient showed symptoms of hypersensitivity and possible toxicological response with transient hypotension, rash, and sweat. The anesthesiologist successfully implemented standard recommendations for treatment of patients with radiocontrast agent allergies. After thirty-five (35) minutes, the main body was removed (off-label), and two ipsilateral limbs were implanted and ballooned. No endoleak was detected per final angiography and the procedure was concluded.